Manufacturer narrative:
A review of tickets determined that there is a trend in complaint activity for lot number 92421li00 / 92425li00 regarding false reactive patient results. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 92421li00 and all control values met specifications and no false reactive results were obtained. The obtained results are also applicable for reagent lot 92425li00 since it was manufactured using the same bulk material as reagent lot 92421li00. Historical performance of the architect havab igg assay was evaluated using world wide data from abbottlink. The median and the standard deviations to cutoff of the negative population of lot 92421li00 was within 2 sd of the overall median and the mean standard deviations to cutoff across all lot numbers. This indicates that lot 92421li00/ 92425li00 is performing in line with all other reagent lots in the field. A review of tracking and trending identified a non-statistical trend for the complaint issue, however, lot 92425li00 is not related to the field action (fa28sep2018). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for architect havab igg, lot 92425li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list 6c29, that has a similar product distributed in the us, list number 6l27.

Event description:
The customer reported (B)(6) architect havab-igg results on one patient. The results provided were: (B)(6) 2018 sid: (B)(6) with lot: 92425li00 = (B)(6); tested with lot: 90360li00 = 0(B)(6). There was no reported impact to patient management.